Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Device has not been returned, at this time.

Event description:
It was reported that there were two incidents where the cadd pump tubing and end cap came unhooked from the needle hub. It was stated the customer is concerned about the connection of the end cap and needle hub. The file is for the first of two events reported.